Manufacturer narrative:
Results: evaluation of the returned product found on the left side window zipper, one element is missing and on the perimeter guard one element is missing. (B)(4).

Event description:
Customer reported zipper damage to the canopy.customer has limited information and did not provide a date when issue was discovered. No patient incident or injury was reported.